Manufacturer narrative:
The pump was returned for analysis. During decontamination in the lab, a low battery reset occurred. Destructive analysis identified a high battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 445 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that during a pump replacement due to the elective replacement indicator, tissue was discovered inside the sutureless connector. The tissue was removed. No diagnostics or troubleshooting was performed. The issue was resolved and the patient was noted to be "alive - no injury". No further complications were reported or anticipated.